Event description:
It was reported that the target lesion was located in the external common iliac artery. During deployment of the absolute pro stent, the end of the I-beam axis (which is used to support the stent during deployment) advanced forward, causing the stent to be shortened and malapposed. No intervention was performed due to the malapposition of the stent. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.